Event description:
A malfunction alarm, identified by code malf 12, was reported, and the customer experienced at least three occurrences of this issue with the pump, although no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level.